Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed.  As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified.  There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.